Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Failure of the stent opening mechanism during biliary deployment. Lab evaluation (B)(6) 2022. Visual inspection: lock wire and wire-guide in place on return. Flexor broken approx 20cm from white tip. Stent not deployed. Functional inspection: handle actuating fine for deployment and recapture but unable to deploy the stent. Lock wire removed with no issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. At what stage of the procedure did the complaint occur? During stent placemen. What endoscope type and channel size was used? What was the position of the elevator? Open. Details of the wire guide used (diameter, type, make)? Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. Please advise the anatomical location of the intended target site. Hilum of the biliary tract. How long was the stent in the patient by the time this complaint occurred? A couple of minutes. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. If yes, how often was this completed? Did the patient require any additional procedures as a result of this event? Yes. What intervention (if any) was required? Another stent. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If yes, please specify what was observed and where on the device it was observed. Stricture information: what was the length and diameter of the stricture? 4cm. Where was the stricture located in the body? ? Hilum of the biliary tract. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? No. If yes, at what point? Questions related to during stent placement: did the product fail during stent deployment or recapture? Deployment. If other, please specify. Was the directional button pressed during use? Yes. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? No. Questions related to during introducer withdrawal: are images of the device or procedure available? No. Was final stent placement confirmed using endoscopy / fluoroscopy? Yes. If yes, what was used? Endoscopy / fluoroscopy. Did the stent open sufficiently to allow withdrawal of introducer safely? No. Was the safety wire fully removed before removing the delivery system? No. Did any part of the product snag/get caught with the stent when removing the delivery system? No. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices): what instrument was used for stent repositioning / removal? Forceps, snare, other. If other, please specify. Was resistance encountered during advancement and/or deployment? N/a, yes, no. If yes, please when this was felt? Advancement or deployment. How did the physician deal with this resistance? Was the lasso (suture) loop used during repositioning.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation 1 unit of evo-fc-10-11-6-b lot c1903889 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 06 july 2022. On evaluation of the device lock wire and wire-guide in place on return. Flexor broken approx. 20cm from white tip. Stent not deployed. Handle actuating fine for deployment and recapture but unable to deploy the stent. Lock wire removed with no issue documents review including IFU review prior to distribution evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-6-b of lot number c1903889 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1903889. It should be noted that the instructions for use (ifu0062) states the following: "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is not sufficient evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous path. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the broken flexor which subsequently led to the deployment issue summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.